Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 380 mcg/ml at 308 mcg/day and bupivacaine 17 mg/ml at 13.795 mg/day via an implantable pump for unknown concentration. The patient was scheduled for a multi-level fusion. Upon opening and doing the fusion, the company representative (rep) was called because the catheter was cut. After completing the fusion part of the surgery, they replaced the spinal segment (8731) catheter with a 8598a catheter. They verified that the new catheter was patent with cerebrospinal fluid (csf) flow and hooked it up to the previously intact catheter. No therapy was delivered during the surgery but was reconnected with a new catheter prior to closing. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6) ubd: 28-dec-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.